Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to routine device change out, the atrial lead was noted to have high out of range pacing impedance measurements. There was a concern the lead had fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.